Event description:
Shock impedance has reported as >150 ohms since (B)(6) 2024. Previously it had trended around 75 ohms. Rv pacing threshold has trended low, sometimes reporting <0.5v. The short rv interval counter as incremented by 1 three times since (B)(6) 2023. The patient will be evaluated further. Lead remains implanted, no adverse events reported.

Manufacturer narrative:
Combination product: yes. On 16-dec-2024, the representative reported out-of-range lead impedance of >3000 ohms with reproducible noise and inappropriate therapy occurring on (B)(6) 2024. Lead remains implanted. Per rep, lead is fractured, pt is being prepped for lead revision. Should additional information be received, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2024. (B)(6) 2024 representative reported out-of-range lead impedance of >3000 ohms with reproducible noise and inappropriate therapy occurring on (B)(6) 2024. Lead remains implanted. Per rep, lead is fractured, pt is being prepped for lead revision. Should additional information be received, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.